Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had system overheating alarm. There was no patient harm or injury reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6 type of investigation, investigation findings, investigation conclusions, component code, h11 corrected fields: g1 contact person mfg site a getinge field service engineer fse was dispatched to evaluate the unit. The fse reported that they were not able to confirm the issue within the logs or with testing. The fse replaced the scroll compressor and temperature sensor as precautions. The fse also replaced the upper panel assembly as the fiber optic cover mechanism was not functioning. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h11. A getinge field service engineer fse was dispatched to evaluate the unit. The fse reported that they were not able to confirm the issue within the logs or with testing. The fse replaced the scroll compressor and temperature sensor as precautions. The fse also replaced the upper panel assembly as the fiber optic cover mechanism was not functioning. The unit passed all functional and safety tests and was returned to customer. The following investigation was performed by(B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received parts with a reported unit failure of a system overtemp. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Tested for 3 hours. Could not confirm a failure for either part. Retaining the parts in the failure analysis and testing department per procedure. Probable root cause is not confirmed.

Event description:
N/a